Manufacturer narrative:
The technician found the rubber is worn on the foot left brake caster. The technician replaced the foot left brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the foot left brake caster is not setting. No patient injury reported.